Manufacturer narrative:
Concomitant products: unknown balloon to dilate the target lesion. (B)(4). (B)(6). The product will not be returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the surgeon the patient is male and (B)(6), had occlusion of lower limb artery (from the right external iliac artery to femoral head). The surgeon implanted the 8.0x100mm smart control stent successfully during 1st surgery. After 3 months, the patient went to the hospital for reexamination. The x-ray indicated that the stent was fractured in the middle. The surgeon used balloon to dilate the target lesion and no additional intervention was required. The revision surgery was completed. The reported patient injury is that they had to undergo a second surgery. The patient was discharged and their current status is "fine." There were no other interventions performed for the fractured stent. There are no specific procedural dates available. The product will not be returned for analysis and the stent remains implanted in the patient.

Manufacturer narrative:
Complaint conclusion: a report was received that an 8 x 100mm, 120cm smart vascular stent was noted to be fractured three months after it had been implanted. The event was treated with balloon angioplasty with no reported patient injury. The event involved a (B)(6) year old male patient who underwent successful implantation of an 8 x 100mm smart stent in his right leg. The target lesion extended from the right external iliac artery to the femoral head. Approximately three months later, an x-ray revealed a fracture in the mid portion of the stent. A single digital image was submitted for review. According to the independent reviewer, this image showed a smart stent in the right iliac artery territory. The stent appeared to extend from the distal right common iliac artery to the right external iliac artery. The artery itself appears to be moderately calcified. No contrast images were provided. The stent appears well expanded with only a small segment of longitudinal compression seen proximally. There is a small offset in the stent architecture in the mid portion of the stent. The independent reviewer noted that this is probably minimally displaced stent fracture. He further reported that it was unclear whether this image represents the stent before or after the angioplasty procedure. The site reported that the event was treated with balloon angioplasty with no reported patient injury. Post-procedurally the patient was discharged and is reported to be ¿fine¿. The site reported that no further intervention was necessary. The product remains implanted in the patient and is not available for return to the manufacturer. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent ¿ fractured¿ event was confirmed based on the assessment of the independent film reviewer. According to the independent film reviewer, full evaluation of this single non-contrast digital image is limited since it is unclear when this image was taken. Pre and post-procedural stent images form the initial procedure as was as pre-angioplasty contrast images would be would need to be reviewed for a full assessment of these events. A full analysis would clarify whether the stent fracture occurred during the initial procedure or whether it occurred after the treatment angioplasty; as well as whether the fracture was flow limiting or whether it occurred at the site of the primary stenosis. Nitinol fatigue leading to fracture is a well documented potential complication of arterial stent placement. Heavily calcified, high grade stenosis, segments of tortuosity and vessel flexion are factors that can increase the potential of this complication. All patients should be educated on the possibility of stent stenosis and fracture as part of the informed consent procedure. Although stent fracture occurs more commonly in the superficial femoral artery and mesenteric vessels it can certainly occur in any vessel territory. From the limited images provided, the independent film reviewer concluded that he had no evidence to support a product manufacturing defect. It appears most likely to represent a case of nitinol fatigue secondary to severe atherosclerotic disease. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.